Event description:
X-ray shows device fracture at l5-s1.

Manufacturer narrative:
X-ray was reviewed by plaintiff expert in connection with ongoing litigation. Ebi has not received x-rays for evaluation.